Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm found on oct 30, 2021. Device passed the self test, displacement test, active current measurement and sleep current measurement. Device was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. No unexpected battery power loss or replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, replace battery alert was recorded and found in the formatted history file on: 10/10/2021 20:52:00.000. 10/19/2021 16:25:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 10/19/2021 16:56:00.000 and 10/19/2021 17:06:00.000. Power loss alarm was recorded and found in the formatted history file on: 10/19/2021 17:09:54.000. 10/30/2021 13:03:06.000. Insert battery alarm was recorded and found in the formatted history file on: 10/10/2021 20:59:10.000. 10/30/2021 08:43:01.000 to 10/30/2021 16:07:19.000. And failed batt/battery failed alarm was recorded and found in the formatted history file on: 10/19/2021 17:09:13.000. 10/30/2021 10:58:22.000 to 10/30/2021 16:04:29.000. Device was cut open to perform visual inspection and found corrosion on the electronic assembly and vibrator assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unexpected battery power loss or replace battery alert/replace battery now alarm, power loss alarm and failed batt/battery failed alarm were confirmed due to corrosion on the electronic assembly and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump did not receive a low battery alert prior to the replace battery alarm. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump received second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.